Event description:
The event is reported as: complaint alleges that the clip didn't feed into the jaws even though the handle was squeezed. The defect was discovered during an unk procedure on a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.